Event description:
Ous MDR - we were informed this device could not be interrogated. It was decided to explant and replace this device. The date of explant was not provided, but it was returned for analysis.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer promoted a re-initialisation request. The pacemaker¿s memory content was inspected. The inspection revealed, that the device switched into the safety backup mode as a result of the detection of invalid memory content. After the manual correction of the invalid memory content using a technical programmer, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect invalid memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is able to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However, the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.